Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error b30 and e216. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h8, h11. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, and the reported allegation was successfully resolved. The customer informed tac of the event. The device was not returned to olympus for evaluation, but the reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.